Event description:
A 2.5mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of a mid rca lesion. The vessel anatomy was reported to be tortuous. It is unk if lesion was pre-dilated. It was reported that endeavor drug-eluting stent came off the balloon and dislodged inside the pt. The physician was able to retrieve the dislodged stent using a snare device. The pt was reported to be fine. Medtronic has received the device and its analysis has been completed. The sds was returned but the stent was not returned. There were two severe kinks on the shaft of the returned device at 26cm & 73cm distal to the strain relief. There were chatter marks from 22.5cm - 29.5cm distal to the strain relief. The z-component was located on the dock/stop joint. The balloon had been inflated and crimp/bake impressions were evident. There was crystalline residue still present in the balloon. The distal tip was stubbed. The catheter tip was severely damaged, which would indicate that the device met resistance at some stage during the procedure. The procedural notes indicated that the lesion site was in the mid rca. There was no reference in the procedural notes about the device being inflated, resistance noted during the procedure or the damage to the shaft. Chatter marks damage is consistent with the shaft being handled incorrectly with force and twisting being used during advancement and/or withdrawal of the device through the z-component and or/haemostatic valve.

Manufacturer narrative:
(Required secondary intervention).